Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 1994. A revision procedure has been indicated due to unknown reasons; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision procedure that had been scheduled has been canceled for unknown reasons. It is unknown if or when the patient will be rescheduled and it remains unknown why the patient was being considered for a revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter information - unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.